Event description:
It was reported the patient experienced worsening of hand tremors, his speech was off, and he was falling and hit his head resulting in a black eye. The patient was also not able to eat because his tremors were so bad. The patient stated that his device was turned on mid to late (B) (6) 2010 and that since then his symptoms had returned. The patient was reprogrammed on (B) (6) 2010 by hcp and the symptoms were worse the following day. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). Speech was off.